Event description:
It was reported the coil stretched and broke during removal after failing to detach inside the patient. Pieces of the coil were retrieved with a snare. A portion of the coil remains in the parent artery. No other information was reported.

Manufacturer narrative:
(B)(4): the device is not available to the manufacturer.

Event description:
It was reported the coil stretched and broke during removal after failing to detach inside the patient. Pieces of the coil were retrieved with a snare. A portion of the coil remains in the parent artery. No other information was reported.

Manufacturer narrative:
The device was not returned for analysis. Based on the limited information available, it was not possible to determine the definitive cause of the reported event. It was concluded that the most probable cause for the reported event was related to procedural factors.